Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient and device information.

Event description:
Related manufacturer reference number: 3006705815-2022-01709. It was reported that post trial procedure patient experienced weakness and bleeding and was hospitalized. The patient was found to have an epidural hematoma. As such an emergency surgery was done wherein the leads were explanted. Patient is recovering.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.